Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 09 december 2021. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was received coated in viscoelastic residue. After cleaning it was shown that a haptic was detached. The complaint of haptic detachment could be confirmed but the complaint of instability after implantation could not. The complaint of haptic detachment could not be confirmed to be related to manufacturing as it is possible the haptic detachment occurred during handling while being explanted. Therefore, no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional/similar (as applicable) complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Initial reporter telephone number: (B)(6). (B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had lens model ar40 implanted in the sulcus due to zonular instability. Because the patient had pre-existing zonular instability, a 3 piece lens was chosen instead of a 1 piece lens. The follow-up examination revealed that the intraocular lens (iol) was displaced. The lens was explanted. During the explant it was found that the haptic of the iol was torn off. Patient was implanted with an artisan / verisyse iol as the replacement lens. No further information provided.